Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing lightheadedness and left chest and abdominal muscle spasms since the cardiac resyn chronization therapy pacemaker (crt-p) implant. Follow up was performed and clarified that the patient was seen in-clinic and was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.